Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a fine rash under the belt and around the chest area. There are no allegations of any open or broken skin. The patient does have a history of broken skin. There was no alleged device malfunction contributing to the irritation. Patient was suggested to take breaks front wearing the lifevest by a physician due to a cracked rib. There are no allegations that the lifevest caused or contributed to the cracked rib. Follow up indicated that the rash has gotten better.